Event description:
It was reported that during the patient's stay at a skilled nursing facility, they were left on battery power until the low power alarm went off. The alarm went off for 20 minutes before help came to place them on the mobile power unit (mpu). A review of the log file revealed low voltage hazard alarms on (B)(6) 2022 at 0630 and 0700, on (B)(6) 2022 at 0803 and 0825 while on battery power, and on (B)(6) 2022 at 0630 and 0700 while using the mpu. It appears as though the mpu lost total power before power was restored. Each of these events lasted around 3-4 seconds which is not long enough to trigger a ¿no external power¿ event.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.

Manufacturer narrative:
Manufacturer's investigation conclusion: the reported event of the mobile power unit (mpu) losing power was confirmed via log file analysis. A review of the log files contained data spanning approximately 12 days (4nov22 ¿ 15nov22 per timestamp). On 7nov22 from 6:30:20 ¿ 6:30:24 and 7:00:05 ¿ 7:00:08, and 14nov22 from 6:30:26 ¿ 6:30:29 and 7:00:11 ¿ 7:00:14, while connected to the mpu, the low voltage alarm activated due to both white and black lead voltages diminishing from ~12.7 v to ~3.0 v. This was consistent with a loss of ac power; however, the alarm resolved within approximately 3 seconds of activation, so the no external power alarm was not active. The backup battery was able to provide power to the system during the event. There were no other notable alarms active in the log file. The heartmate mobile power unit (s/n: (B)(6)) was not returned for analysis. Per the provided information, the cause of the power loss to the mpu and troubleshooting performed was unknown due to the events occurring at the skilled nursing facility. However, it was reported all the alarms have since resolved. It is unknown if the v-lock connector was in use at the time of the event. A root cause for the reported event was unable to be conclusively determined through this analysis. Device history records were reviewed and showed no deviations from manufacturing or qa specifications.heartmate 3 instructions for use (IFU), rev. C, section 7 ¿ ¿alarms and troubleshooting¿ and heartmate 3 patient handbook, rev. D, section 5 ¿ ¿alarms and troubleshooting¿ covers all alarms (visual and audible), including low voltage alarms, and the actions to take if the alarm cannot be resolved. Heartmate 3 patient handbook, rev. C, section 6 ¿caring for the equipment¿ and heartmate 3 instructions for use (IFU) section 8 ¿equipment storage and care¿ explain how to care for and clean all equipment, including the mpu. The patient handbook and the instructions for use caution the user to call their hospital contacts if they think, for any reason, any portion of their equipment is not functioning as usual, is broken, or they are uncomfortable with the operation of the equipment. No further information was provided. The manufacturer is closing the file on this event.